Event description:
Kmts field rep called in to report that during initial fit and train, the kmts field rep received a service error code. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.